Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the hex feature was found to be fractured with all pieces returning. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee procedure, a screw driver fractured during screw insertion. No adverse events have been reported as a result of this malfunction. The surgery was completed with a second instrument without complication.